Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the reported problem that the system would not expose intermittently. Fse found that the pedal micro switch is faulty, for the safety concern fse replaced the old footswitch with the new footswitch. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This follow up report is being submitted as a correction to the previous report. Philips has investigated this complaint. Additional information obtained during the investigation identified that the allura device would intermittently not expose when the wired footswitch pedal was pressed. The event occurred during clinical use, however as the issue was intermittent the procedure could be completed as planned using the wired footswitch. A philips field service engineer (fse) inspected the system onsite and was unable to replicate the reported intermittent exposure issue. As a precaution, the fse replaced the wired footswitch and tested the system to ensure correct functionality. The device worked as intended and was returned to use. The codes were updated based on the investigation outcome. Health impact code, evaluation results code, and conclusion code have been corrected.

Event description:
It has been reported to philips that the wired foot switch was intermittent. No harm has been reported to philips. Philips has started an investigation of this complaint.